Event description:
It was reported that the device broke in situ several months after implantation. The surgeon performed a revision surgery.

Manufacturer narrative:
Unknown at this time if device is being returned. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.